Event description:
It was reported that the wire was bent on the arterial line on insertion.

Manufacturer narrative:
(B)(4). The customer returned one lidstock, catheterization device, and introducer catheter for evaluation. The sample contained a significant amount of biological material in the form of dried blood. The guide wire contained an accordion look near the proximal end. Microscopic examination revealed the distal end of the guide wire was covered in dried blood and seen in the skive holes of the needle. After the guide wire failed functional testing, the wire was withdrawn from the needle in an effort to identify the resistance. When withdrawing, the guide wire unraveled and multiple blood clots exited the needle. The inner diameter of the needle cannula and the outer diameter of the guide wire were measured and both were found to be within specification. The guide wire was unable to pass through the returned needle in the catheterization device. When the guide wire was withdrawn from the needle, the core wire was fractured and the wire unraveled. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The customer report of a kinked guide wire was confirmed by complaint investigation. The guide wire contained an accordion-like appearance, indicating undue force was used to advance the wire into the introducer needle. A large amount of blood likely contributed to the resistance experienced. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the returned sample , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire was bent on the arterial line on insertion.